Manufacturer narrative:
The hill-rom technician found the left and right wheel forks were worn out and needed to be replaced. According to the periodic inspection (3en371001) for mobile lifts, the following shall be checked: castors - wheels. Roll the lift along the floor. Check to ensure that all wheels roll and turn freely. Make sure the wheels are fastened. Lock the brakes, make sure the wheels do not turn and the housing does not swivel when the lift is pushed. There should not be any play between the fork and the wheel nut. According to the preventative maintenance for golvo 7000/7007, the front wheels have an expected life time of 4 years. The age of this lift is greater than 8 years. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The hill-rom technician replaced the left and right front wheel forks to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating one of the front wheels fell off the lift. The lift was located on the second floor at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).